Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations. The embolization coil was detached from its pusher assembly and the stretch resistant wire (sr wire) was fractured. The introducer sheath was ovalized approximately 3.5 cm from the distal tip and the sheath had blood inside. Conclusions: evaluation of the returned ruby coil revealed the sr wire was fractured. If the ruby coil is forcefully manipulated against resistance, damage such as this may occur. Further evaluation revealed the introducer sheath was ovalized. If the introducer sheath is forcefully gripped or pinched during use, ovalizations may result. The ovalization in the introducer sheath likely contributed to the resistance and eventual fracture of the sr wire. The non-penumbra microcatheter referred to in the complaint was not returned to penumbra for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the physician noticed that a ruby coil was detached while attempting to advance it out of its introducer sheath. Therefore, the ruby coil was set aside and the procedure was completed using other ruby coils and a non-penumbra microcatheter.